Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the directions for use notes the reported event as a potential adverse event associated with the use of the device. An exact cause for the incident cannot definitely be determined from the information provided. A combination of patient and procedural factors appear to have caused or contributed to this incident. The device is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Disposed of by end user.

Event description:
After completing the tavi with an edwards sapien valve the doctor was removing the valve delivery sheath and was imaging the groin to watch for safe removal but noticed the blood pressure of the patient drop (actual changes unknown). So they removed the valve delivery sheath and took an image of the left ventricle and noticed it had a hematoma. The safari wire was removed and the patient required to have their chest opened and some sutures and glue was used to close the hematoma site. The patient was stabilized with no further complications. And is stable when I was informed of this event. Doctors believe the safari wire caused the hematoma by rubbing and lacerating the internal wall of the left ventricle.